Manufacturer narrative:
Log files of the device recorded tf 5505, 5502 and 5506 alarms. It was found that tank overpressure valve was not working properly. Mother board and overpressure valve were replaced.

Event description:
Hamilton medical ag received the following event description: "technical fault 5505 during ventilation."